Event description:
The following has been reported: pump got frozen screen during operation in the ccu. The pump was connected to a quad box (4 sockets), only one pump had frozen and triggered an alarm. Checked the power, everything looked fine. In addition to that, simulated a voltage drop at our shop. Reached down to 60 volts; the pump kept working properly. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The issue was due to a crash of the application software of the pump. Root cause is currently unknown and is being investigated as part of scar-000043 fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.